Manufacturer narrative:
Lot information is unknown. If additional information becomes available a supplementary report will be submitted. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
(B)(4), during clinical procedure, patient experienced lack of primary stability.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Device received is different from the part that was indicated on the initial 3500a report. Lot number and manufacture/expiration dates previously submitted do not apply.